Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used to therapeutic treatment. Infast was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).